Event description:
On (B)(6) 2025, the patient¿s daughter reported that the ilet touchscreen was unresponsive to sleep/wake functions, preventing insulin changes. As a result, the pump ran out of insulin, which affected the patient¿s blood glucose (bg). The user reported a bg of 232 mg/dl. Troubleshooting was attempted without success. A replacement ilet was arranged.